Manufacturer narrative:
An accumax 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that there is no glass fiber tip remaining. The overall length of the fiber measured approximately 184cm which is well under the specification for the overall length of the accumax 200 (3.1m +0.3/-0.1), indicating that the fiber broke along the body. The remaining distal portion was not returned. Analysis revealed no damage to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was bright, clear and scattered with an effective transmission of 26.15%. The condition of the returned device does not confirm the reported event of tip detached. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause of fiber broken is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-00375 pertains to the first accumax 200 laser fiber, manufacturer report #3 005099803-2016-00376 pertains to the second accumax 200 laser fiber, and manufacturer report # 3005099803-2016-00377 pertains to the third accumax 200 laser fiber. It was reported to boston scientific corporation on january 25, 2016 that three accumax 200 laser fibers were used in the ureter during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the tip of each of the three laser fibers broke off inside the patient while the physician tried to angulate the scope. The procedure was completed with a fourth laser fiber. Irrigation was done and the detached fragments were successfully flushed out. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-00375 pertains to the first accumax 200 laser fiber, manufacturer report #3 005099803-2016-00376 pertains to the second accumax 200 laser fiber, and manufacturer report # 3005099803-2016-00377 pertains to the third accumax 200 laser fiber. It was reported to boston scientific corporation on (B)(6) 2016 that three accumax 200 laser fibers were used in the ureter during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the tip of each of the three laser fibers broke off inside the patient while the physician tried to angulate the scope. The procedure was completed with a fourth laser fiber. Irrigation was done and the detached fragments were successfully flushed out. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.